Event description:
The following was reported to hamilton medical ag: loss of external power, battery automatically take over the power. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).